Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. This product is not approved in the united states, however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.

Event description:
It was reported that versacross connect access solution for faradrive was selected for pulmonary vein isolation. During the procedure, when the versa cross connect dilator was inserted into the faradrive sheath, the dilator did not fit properly and resistance was felt. Hemostatic valve of the sheath was damage as hole in the hemostatic valve was loosen, causing significant air ingress and the tip of the dilator become distorted and the curvature loosened. Both the sheath and the dilator were replaced, however, the issues were different. The hole in the hemostatic valve of the sheath became loose, causing significant air ingress. Additionally, the curve at the tip of the dilator became distorted, and the curvature loosened when the verscross connect was inserted into the sheath. The procedure was completed successfully. No patient complication was reported. The device is not expected to return for analysis as it was disposed.

Manufacturer narrative:
This product is not approved in the united states, however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) and other specific product information related to united states registration as the specific product is only commercially available outside of the united states. The reported allegation is not confirmed as there was no media provided and the device has not been returned to boston scientific for analysis. Device history review (DHR): the DHR files associated with manufacturing of the dilator were reviewed; there were no non-conformances or rejects in the files that indicated systemic issues that would have impacted the complaint. No additional review required. Labelling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described withing this complaint. No updates are required to the IFU as a result of this event. Risk review: upon review of the complaint, the information provided does not indicate a new hazardous situation. Additional review is not required. The device has not been returned to bsc for analysis. Potential factors that may have caused/contributed include the physician's preferences/technique, excessive force during insertion into sheath, challenging patient anatomy, sheath valve caused damage to dilator tip. Based on the event description provided, there is insufficient information to confirm the cause with confidence. "Cause linked to device but unable to trace more specifically" cause code was therefore selected.

Event description:
It was reported that versacross connect access solution for faradrive was selected for pulmonary vein isolation. During the procedure, when the versa cross connect dilator was inserted into the faradrive sheath, the dilator did not fit properly and resistance was felt. Hemostatic valve of the sheath was damage as hole in the hemostatic valve was loosen, causing significant air ingress and the tip of the dilator become distorted and the curvature loosened. Both the sheath and the dilator were replaced, however, the issues were different. The hole in the hemostatic valve of the sheath became loose, causing significant air ingress. Additionally, the curve at the tip of the dilator became distorted, and the curvature loosened when the verscross connect was inserted into the sheath. The procedure was completed successfully. No patient complication was reported. The device is not expected to return for analysis as it was disposed.